Manufacturer narrative:
The tech found the head hydraulic valve not working and replaced the head hydraulic valve to resolve the issue.

Event description:
Tech alleged that the head up was not working. No pt impact.